Manufacturer narrative:
The subject device was evaluated. Device evaluation did not confirm the reported issue as there were no problems identified with the image after hours of extensive testing. Furthermore, unrelated to the customer reported issue, the following findings were identified : rubber of rear cover packing is peeled, label of rear cover is peeled. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Based on investigation results, the reported phenomenon was not confirmed , device was evaluated and found no issues related to the customer complaint. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported the "picture on the camera is really grainy and dark". Per the reporter, device showed an error message of "white-balanced error" the issue was found at preparation for use . The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event,